Event description:
It was reported that the coping/mount could not be removed during implant placement. The implant was removed and another one was placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number ¿ k101880 product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.